Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor cannula and electrode broken. Broken part was missing. It was unable to confirm customer received the sensor in said condition due to customer returned opened and used sensor. It was unable to confirm needle complaint due to customer return sensor with no needle.

Event description:
The customer reported via phone call that they received calibration error alarms, change sensor alarms and bad sensor alarm. The customer's blood glucose was 223 mg/dl at the time of incident. The customer stated that they did not received a bad sensor alarm after consecutive calibration error alarms. The customer stated that the needle did not retract when she pulled the needle hub. The sensor will be replaced and will be returned for analysis.